Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not recieved yet.

Event description:
Enduser alleges that sam300p unit will not power on with recently installed new pad pak; non fsca. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 14th november 2011. C9 was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. A breakdown of c9 would result in an 18v short to gnd. This would then cause an installed pad-pak to potentially blow its fuse and therefore appear depleted. During the investigation a test pad-pak was installed and although the fault did not cause the test pad-pak fuse to blow it did have a significant impact on the voltage due to the excess current drain and resulted in the device shutting down with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. The functionality of the circuit is tested at both h017-014-103 pba test and h017-014-104 final. Therefore, it is concluded that the component failed after dispatch. The device successfully passed all weekly auto self-tests up to the 15th october 2017. It is assumed that capacitor c9 failed after this date. The user would have been initially alerted with a lack of flashing green status led. With the c9 replaced, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Enduser alleges that sam300p unit will not power on with recently installed new pad pak; non fsca. There was no patient involved.